Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) analyzed the data maintenance tool (dmt) files, action log and error logs and found no systemic issues. The internal quality controls recovered within range before and after the incident, indicating proper system performance. Prothrombin time (pt) results of >100 seconds are consistent with the printouts of the reaction curve kinetics. Sample specific peculiarities and reagent sensitivities between the innovin reagent and the neoplastin ci plus reagent (stago reagent) potentially contributed to the cause of the difference in pt results from the bcs xp system and the stago instrument. The customer has used an user defined method (udm), an application that has not been validated and released by siemens and therefore, siemens cannot assess its impact. The instrument and reagents are performing according to specifications. No further evaluation of this device is required. MDR 9610806-2017-00076 was filed for the same event.

Event description:
A discordant high prothrombin time (pt) result of 99.5 seconds was obtained on a patient sample on the bcs xp system using a user defined method (udm). The same sample was repeated on the same system using the pt.in.570nm method and a flagged non-numerical result was obtained. The pt result of >100 seconds was reported to the physician, who questioned the result. The patient was sent to an alternate facility, where his blood was redrawn and run on a non-siemens (stago) instrument. The repeated result was lower than the initial pt result. The result obtained from the stago instrument was provided to the physician. The internal quality controls were within range on the bcs xp system before and after the customer obtained the discordant high pt result. There are no known reports of patient intervention or adverse health consequences due to the discordant high prothrombin time (pt) result.